Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: defect description: syringes are faulty - burst or cracked along the barrel during use, despite no excessive pressure being applied part #: 153239 / 153238 . Product description: syringe 10ml ll bns / syringe 20ml ll ns vendor part #: 304657 / 302055. Lot #: 4319005 / 2501002 . Date reported: 8/25/2025 to distributor sample received: no.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the fact that the defect could not be reproduced in the retained samples, and the customer did not provide any sample or photo for the investigation, the defect cannot be confirmed. Additionally, since the DHR review did not identify any non-conformance or incident related to the defect, the root cause cannot be confirmed within our process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.